Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would intermittently not seat the battery to power up the device. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical for evaluation. The reported complaint was observed and the warped upper housing was replaced to resolve the problem condition. Analysis for reports of this type has not identified an increase in trend. Analysis for reports of this type has not identified an increase in trend.